Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 17 of the bd ultra-fine¿pen needle's were unable to deliver medication. The following was received by the initial reporter: the consumer that no insulin flow when taking injection. Stated, he does prime 1 unit. 17 pen needles affected. Verbatim: consumer reported no insulin flow when taking injection stated, he does prime 1 unit 17 pen needles affected lot: 2249586 catalog: 320119 date of event: unknown samples: no cl

Event description:
It was reported that 17 of the bd ultra-fine¿pen needle's were unable to deliver medication. The following was received by the initial reporter: the consumer that no insulin flow when taking injection. Stated, he does prime 1 unit. 17 pen needles affected. Verbatim: consumer reported no insulin flow when taking injection stated, he does prime 1 unit 17 pen needles affected. Lot: 2249586. Catalog: 320119. Date of event: unknown. Samples: no cl.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.